Event description:
It was reported to boston scientific corporation that a rx locking device with biopsy cap was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during the procedure, the biopsy cap filter was "non permeable" - sphincterotomes could not pass through the cap as intended. Two sphincterotomes were broken during attempts to pass them through the biopsy cap filter. It was confirmed there was no malfunction with the sphincterotomes. The physician completed the procedure with a third sphincterotome without a biopsy cap device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. The suspect device for this complaint was disposed of by the customer and will not be returned for evaluation, therefore a definitive root cause cannot be determined. Analysis of similar events has revealed that incompletely perforated sponges within the biopsy cap may have contributed to those events. There is an investigation in progress to address incomplete sponge perforation.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.